Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure 4 resolute integrity stents were implanted in the lad. Approximately 9 months post index procedure the patient suffered acute myocardial infarction in the target vessel, the lad. Stent thrombosis in a medtronic stent was also confirmed by angio. The patient was on dapt 24 hours prior to event. The patient received medication. The patient was also treated with a revascularisation with a balloon angioplasty of the lad, the target lesion. The patient recovered. The investigator and sponsor assessed the event as unlikely to be related to the device and not related to the anti platelets.